Manufacturer narrative:
E1: reporting institution phone: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that when a value was set to 100% on an oxygen-concentration test, the accepted range was from 95 to 105% inclusive, but a measured value was 93.4%. It was reported that there was no patient involvement at the time the issue was discovered. The product support engineer (pse) evaluated the device, replaced the flow sensor assembly, and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.